Event description:
The device was applied during an unspecified procedure. Reportedly, the instrument jammed. The hosp has reported no pt injury occurred.

Manufacturer narrative:
11/11/96 - supplemental report #1 sent to FDA. Device evaluation indicated and codes entered in h3 and h6.additional data entered in d9.